Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04472. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that it exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post, all pieces returned. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.